Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed the touch screen was misaligned. Hipot test passed. Patient hipot test passed. Safety analyzer test passed. Voltage check passed. The simulated treatment post- accelerated stress test (ast) 2 hour and 15 minute 8500 ml test passed. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that the patient¿s liberty select cycler sparked during preparation of their peritoneal dialysis (pd) treatment. The cycler sparked where the power cord is connected to the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available but would not perform manual treatment due to it being too late. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. There was no melting, burning smell, smoke, flame, and the smoke detector did not go off. Observed. The patient is continuing treatment on the new cycler without issue or recurrence of the reported event. The cycler was returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the patient¿s liberty select cycler sparked during preparation of their peritoneal dialysis (pd) treatment. The cycler sparked where the power cord is connected to the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available but would not perform manual treatment due to it being too late. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. There was no melting, burning smell, smoke, flame, and the smoke detector did not go off. Observed. The patient is continuing treatment on the new cycler without issue or recurrence of the reported event. The cycler was returned to the manufacturer for evaluation.